Event description:
It was reported that after a laparoscopic sigmoid resection procedure, after a coloproctostomy using an ecs29 the patient bled transanally twelve hours postop. The patient was given two units of blood, no additional surgery. The device was disposed after the first procedure.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what is the patient¿s current condition? How was the bleed identified? Was the patient scoped? Were there any staple form issues? Patient was doing well at the time I submitted the complaint. No reason to believe that changed. Patient¿s blood dynamics changed. Visual observation of blood from the rectum. Patient was scoped. Staple formation issues: unknown, except that surgeon didn¿t comment on any malformed staples.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.